Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thhirty days upon receipt.

Event description:
This male patient had the following medical history: unstable angina, and a prior CABG in 1983. Lesion 1-1 was a 3.5x22 mm segment located in the proximal portion of a vein graft. A 3.5 x 23mm cypher stent (lot number a0503051) was successfully deployed at 13 atm. The lesion was not postdilated. Pre procedural diameter stenosis was 99% and residual diameter stenosis was 0%. Timi flow was a 3 pre procedure and 3 post procedure. Medications administered during the procedure included iib/iiia and heparin. Approximately eight months later, there was documented target lesion restenosis. Bypass surgery was performed. Additional details are unk at this time.